Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient underwent a trial implant procedure on (B)(6) 2017. When the doctor was attempting to enter the epidural space, the needle hit a blood vessel and blood was visible in the needle. As a result, the procedure was abandoned. An MRI was done and showed no anomalies. The patient is doing fine.